Event description:
It was reported that the patient had a trauma on (B)(6) 2013. There was a swelling over the receiver - stimulator. The external parts were checked and found to be functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.